Event description:
Spacelabs received a report that a bedside patient monitor model91390 in use during surgery went dark and was of no use for about ten minutes before being replaced. This happened during the middle of the case. No one was injured as result of this event.

Manufacturer narrative:
The sample was received for investigation by a spacelabs product specialist. A review of the error logs confirmed a nvram (non-volatile random access memory) failure which resulted in a new contact design for nvram. The customer was given a warranty replacement to resolve the issue. This report is considered final and the issue closed. Placeholder.

Manufacturer narrative:
It was reported that a physician noticed the spo2 was not working and looked up to see a dark monitor screen. This happened at approximately 11:15 on (B)(6) 2014. The physician tried unsuccessfully several times to restart the monitor but all that appeared was an error message, then a blank display. The monitor was replaced with a different brand to continue the surgery. No one was injured as the result of this event. The spacelabs monitor eventually returned to ¿on¿ status but was removed from service by the customer. The customer received a replacement monitor and the suspect monitor was returned to spacelabs for investigation. We will file a supplemental report when our investigation is concluded. Placeholder.